Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation revealed that the device had reached elective replacement indicator (eri). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was explanted due to a depleted battery. The physician alleged the battery of the device depleted at an accelerated rate in accordance with product labeling. While no adverse patient effects were reported, the patient incurred an earlier than expected product replacement. The device is expected to be returned for a post market longevity evaluation and replacement was reported uneventful with another boston scientific product. The implanted service life was reported at 3.8 years.